Manufacturer narrative:
The samples were collected in ER in greiner lithium heparin plasma tubes with gel separator and were centrifuged at 4500 rpm for 10 minutes. The customer noted that the sample from patient 1 was lipemic, and both samples were icteric. The customer has re-run protocol for all positive troponin I results. System check on (B)(4) 2011 was within the specifications. Service was on site on (B)(4) /2011, and the field service engineer (fse) performed a preventive maintenance. The fse verified system performance to the published specifications. The fse ran correlation studies against the lab's access 2 instrument. No hardware issue was identified. No clear root cause for this event has been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated troponin (accutni) results, above the ami cutoff, generated by synchron lxi 725 clinical system for two patients. The results were not reported out of the laboratory. Repeat testing produced a lower result and subsequent testing on an alternate instrument produced results within the normal reference range. The customer stated that there was no instance of death, injury, serious medical deterioration, or inappropriate medical treatment due to the erroneous result.